Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a procedure. During the procedure, insulation damage was found on the proximal portion of the right ventricular (rv) lead, which was confirmed via visual examination. It was noted that the rv lead exhibited noise. The rv lead was capped and replaced on 14 april 2026. The patient was in stable condition.